Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, implanted mitraclip (x2). The customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report a possible clip detachment from one leaflet and remaining attached to the other leaflet. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with mr grade 4+. Two clips were deployed successfully, reducing mr to 2. The third clip delivery system (B)(4) was advanced to the mitral valve. During grasping the clip got stuck in the chords. The following troubleshooting was performed, grippers were cycled up and down, the clip was inverted and the clip jiggled/freed off the chords. The clip was deployed lateral in p1/a1. There was concern a single leaflet device attachment/slda occurred, however an slda could not be confirmed, due to difficult visualization. Visualization was very difficult due to the rotated heart. Mr remained at 2. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported physical resistance due to interaction with the chordae and possible single leaflet device attachment (slda) of the clip was likely a result of both patient morphology/pathology (anterior leaflet prolapse and flail) and procedural conditions due to difficulties with visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.